Event description:
A peritoneal dialysis (pd) registered nurse (rn) contacted corporate baxter product surveillance on friday, (B)(6) 2010 to report a second or third bag falling off that was hooked up to the homechoice (hc) cycler. There was no patient injury or medical intervention reported. This medical device report is against the cassette for the separated connection.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.a 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.